Event description:
Swelling [swelling], pain [pain], fluid retention [joint effusion], joint motion range limited [joint range of motion decreased], common cold [nasopharyngitis]. Case description: spontaneous report was received on 10-may-2012 from a physician regarding a (B)(6) male patient, initials (B)(6). The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection at 2 ml, once weekly. The lot number of synvisc was not provided. On (B)(6) 2012, the patient received the third synvisc injection. It was reported that the patient complicated common cold. On (B)(6) 2012, the patient experienced the disabling event of swelling and the same day, the patient experienced fluid retention. On an unknown date, the patient experienced pain and joint motion range limited. On (B)(6) 2012, the patient visited the clinic and started with arthrocentesis every week to have yellow joint fluid aspirated by 80 cc, 60 cc, 50 cc, 40 cc and 20 cc, which resulted in the alleviation of pain. Treatment received included steroids which did not work well with the ongoing pain. The physician stated that, it seemed the sequelae remained as joint motion range limited. The rheumatoid factor was negative. The action taken with synvisc treatment was not provided. The outcome of pain and joint motion range limited was not yet recovered and the outcome for the events of swelling, fluid retention and common cold was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of swelling as probable and did not provide a relationship between synvisc and the events of pain, fluid retention, joint motion range limited and common cold.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 14-may-2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.